Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with pain in the abdomen near the balloon site. The balloon was explanted and replaced. There were no additional patient complications reported.